Event description:
A dialysis facility reported that there was excessive fluid removal of approximately 1 kg. From a pediatric pt during a dialysis treatment. The pt was asymptomatic and no saline was given. There was no serious injury or illness.